Event description:
Hcp reported to MFR's rep that during a pump replacement procedure the catheter may not have been fully primed due to not clamping the catheter after the prime and not knowing the volume of the catheter. The pt was started on dose of bupivicaine and clonidine 50mg/ml, 10mg/day or 0.2 ml/day. Approx 15 to 18 hrs later, the pt presented to the local ER with withdrawal symptoms. The physician evaluated and treated the pt. The pt is presently stable.